Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, no reinforcement material used. Patient medical history: pulmonary neoplasia

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument revealed that the cover tube which encases the shaft was rotated out of alignment. In addition, the cover tube alignment notch was sheared. The cover tube was reseated in its proper position and the instrument was found to load, clamp, cycle, articulate, unclamp, and unload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the cover tube is forcefully rotated while the instrument shaft is restricted or if an attempt is made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. During the sequence of firings, from the second to the third reload, the manual stapling handle did not fire anymore. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient outcome is alive, no injury.